Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The caller stated that the doctors mentioned the cause of death to be natural causes. The caller stated the customer's insulin pump was not delivering insulin the morning of the incident and the customer had high blood glucose all week. The caller stated that the customer was in and out of the hospital for other issues. The caller stated that the customer was hospitalized on (B)(6) 2016, for ten days. The customer had stomach cancer for three years and was on a feeding tube because the customer's stomach had to be removed. The caller stated that the customer was sick her whole life, always had infections, but did have immune deficiency. The caller did not know the customer's blood glucose at the time of death, however, the last recorded value was 500 mg/dl the night prior to passing. The customer was wearing the insulin pump at the time pf death. The customer was not using sensors. The caller agreed returning the insulin pump.